Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a flexima biliary was used during a procedure performed (B)(6) 2015. According to the complainant, during the procedure, the stent "implantation could not be completed due to the stent's width." Attempts to obtain additional information regarding the circumstances surrounding this event and to ascertain the patient's condition have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A visual evaluation of the returned device found that the stent was bent. The suture was noted to be broken and stuck in the stent. The push catheter was found bent and its suture hole was partially torn; guide catheter was also bent/kinked in several locations and was stretched at the handle. A dimensional evaluation of the outer sheath was performed and was found to be within specification. The complaint of "stent implantation couldn¿t be completed due to the stent¿s width" was not confirmed. A review of the label on the package found no inaccurate or insufficient information. The device showed no evidence of either the alleged issue or any defect which could have contributed to the event. In addition, the investigation concluded that tortuous conditions due to patient anatomy or customer use/manipulation/maneuvering can cause the device to bend/coil leading to kinks and bends in catheters. With the catheters bound by kinks and bends, the stent would become difficult to deploy. Forcible attempt to deploy the stent could cause breaking of suture and tearing of suture hole. Thus, ¿operational context' was selected as a secondary root cause for this event. A review of the device history record (DHR) confirms that the accepted device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a flexima biliary was used during a procedure performed (B)(6) 2015. According to the complainant, during the procedure, the stent "implantation could not be completed due to the stent's width." Attempts to obtain additional information regarding the circumstances surrounding this event and to ascertain the patient's condition have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.